Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends and a supplemental MDR will be submitted if additional information is received.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the physician was unable to advance the 0.014" enroute guidewire. After angiogram was taken, a dissection was noted. The physician elected to remove the arterial sheath and repair the dissection using a 5-0 prolene suture. The procedure was completed successfully with no further incident.